Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Corrected manufacturing site.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01784, and #3005099803-2010-01785 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.